Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/3/2018. (B)(4). Additional narrative: it was reported that she experienced pain and erosion of her internal bodily tissue. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(4) 2010 and mersilene mesh was implanted. It was reported that she experienced undisclosed injuries.

Manufacturer narrative:
Date sent to FDA: 7/30/2018 additional information.